Event description:
It was reported that pump experienced malfunction alarm identified as malf 16, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.